Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter phone#: (B)(6) (within medline) the customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter - hair could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model me1110 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 36 in non-dehp minibore extension set had foreign matter. The following information was provided by the initial reporter: material no: batch no: it was reported that there was a foreign contamination of a hair involving the extension set.

Manufacturer narrative:
This complaint is not MDR reportable. Picture shows hair on packaging and outside of the device fluid path. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported that 36 in non-dehp minibore extension set had foreign matter. The following information was provided by the initial reporter: material no: batch no: it was reported that there was a foreign contamination of a hair involving the extension set.